Event description:
The pt reported a black spot on the display of the infusion device. The pt stated no misinterpretation of insulin amounts was possible. No physiological effects were reported. The infusion device was replaced and requested to be returned for eval. The infusion device was evaluated. E6 (mechanical) error was found in the history. The drive bushing is contaminated and corroded. The e6 was reproducible during the manual ¿cartridge change¿. Due to the corrosion of the drive bushing the insulin pump correctly triggered the e6 error messages. The display is broken due to a mechanical impact. The broken display can lead to misinterpretation of insulin amounts. The problem mentioned by the customer is related to mishandling of the product by the customer.